Manufacturer narrative:
A revision was performed and this lead was successfully repositioned. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
At a later date, the rv lead was returned to boston scientific. There were no reported allegations against the functionality of the lead. The reason for the explant was not provided. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead had dislodged. No adverse patient effects were reported.